Manufacturer narrative:
Manufacturer's investigation conclusion: although a specific cause for the reported small bowel obstruction (sbo) could not be conclusively determined through this evaluation, it was believed that biliary stent migration and driveline manipulation caused small bowel adhesions, contributing to the obstruction. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 5, ¿surgical procedures,¿ provides information on different implant procedures for the lvas. The section states that the device may be surgically implanted in either the preperitoneal or intra-abdominal location. One positive aspect of the preperitoneal approach is that the device is placed outside the abdominal viscera where bowel adhesions are unlikely. With the intra-abdominal approach, there are risks of bowel adhesions, bowel obstruction, bowel perforation, and erosion of the stomach, colon, liver, and abdominal viscera. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Prior admission for small bowel obstruction reported in MFR #2916596-2021-01656. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2020 the patient was admitted for small bowel obstruction. Abdominal CT showed that biliary stent migration and driveline manipulation caused small bowel adhesions, contributing to obstruction. A kidney, ureter, and bladder (kub) x-ray the next day showed increased small bowel dilation measuring 6mm. Gi endoscopy was unable to retrieve stent as it is located proximal to mechanical obstruction. A small bowel follow-through study on (B)(6) 2020 with contrast passing into colon represented only partial obstruction. The patient had numerous liquid bowel movements and diet advanced over a course of a few days with soft diet starting on (B)(6) and patient tolerated well. The patient was discharged on (B)(6).